Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reported via phone call, the insulin pump is draining the battery. Customer stated the battery had 3 bars and later in the day it alarmed low battery. Customer's blood glucose was 512 mg/dl. Troubleshooting was performed for the low battery and customer was advised a new battery would be sent and to call back if issues persisted. The device is not returning and no troubleshooting was performed for high blood glucose.